Event description:
A malfunction alarm was reported with a malfunction code malf 12. It is unknown whether there was an adverse impact on the customer¿s blood glucose level since the customer declined to provide this information. The customer was assisted by technical support in resetting the pump, and it was confirmed that the issue did not recur after the reset. The customer continued to use the pump for insulin therapy.